Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 1917413-2025-01546 was sent in error as it was a duplicate of pr# (B)(4), MFR report # 1917413-2025-01557.

Event description:
It was reported while using bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, an unspecified number of tubes overfilled. There was no health impact or consequences reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, an unspecified number of tubes overfilled. There was no health impact or consequences reported.